Event description:
It was reported that the patient was at the doctor¿s office about 3-4 weeks ago where they tried different programs to see which would work better for her. The patient noticed a vibration that surges and stops and her body goes flat. The vibration comes on, then she does not feel it. Follow-up information received reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative noting an appointment date of (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v052571, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).